Event description:
Same case as: 6000089-2007-01173. It was reported that post a coronary drug eluting stenting treatment procedure, restenosis occurred. A 2.50x24mm and a 2.50x12mm taxus express2 drug eluting stents were placed in the patient's left anterior descending (lad) artery. The patient was taking lovenox and integrilin. Seven months post the initial procedure, the patient experienced chest pain and it was determined that restenosis had occurred. A high grade lesion was identified in the patient's lad and circumflex. Angioplasty was unable to be performed in the lad. Emergency coronary artery bypass grafting times two, with a left internal mammary artery placed to the lad, saphenous vein graft placed from the aorta to the obtuse marginal. The patient was transferred out of the ICU to the ward and started on beta blocker, statin, and aspirin. The patient had increased drainage from the chest tubes, which were kept in for several days. The patient underwent aggressive diuresis and pulmonary toilet and was unable to be weaned off of oxygen. He had some non-sustained tachycardia post operatively. Arrhythmia was resolved. Medications given: nitroglycerine, heparin, protamine, and dobutamine. Patient sustained phrenic nerve damage to his left lung. Discharged from the hospital after nine days.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing record shows that the device met its material, assembly and product specifications.